Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was due to faulty cable which led to communication failure. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A cable failure was discovered and causing the reported no image to occur. Additionally, the user¿s report of a focusing failure was also confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was first experiencing a focusing issue during a laparoscopic hysterectomy procedure. The initial reporter confirmed that the subject device was inspected, and no abnormalities were noted. However, after attempting to focus the device several times, the initial reporter opted to changed out the device for a second 4k camera head. Reportedly, the second device was successfully used without any issues. Following the completion of the procedure, the staff tried reconnecting the first device, and discovered that now it wouldn¿t even display an image. There was no patient harm or consequence reported as a result of this event.